Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The full name of the event site is (B)(6) medical center at (B)(6). A getinge service territory manager (stm) evaluated the iabp and was able to confirm the reported issue in the error logs. The error logs had fault # 57 and fault # 62. The stm had to remove the condensation, but could not reproduce the problem. The stm reported that the biomedical engineer had performed a manual condensation removal and installed the 2500 hour and 5000 hour kits. The stm ran several performance test and the iabp unit operated within specifications. Additionally, the manual condensation removal test ran for an hour without any issues. The iabp safety disk was also due for replacement since it was about 100hrs. The root cause is unknown, however the errors could have occurred due to the excessive condensation build up. The stm calibrated the unit, and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an auto-fill failure. The circumstance of this event is unknown; however, no patient was involved and no adverse event was reported.